Manufacturer narrative:
A ge service representative performed an onsite investigation. The ps2 voltage was evaluated and adjusted. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system locked up. No patient or user injury was reported.